Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 350cc saline breast implant, catalog # 3501655, s/n (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 350cc and experienced deflation on the left breast implant. The deflation was confirmed during physical examination. As a result, patient will undergo removal of the implant on (B)(6) 2018.

Manufacturer narrative:
New information: mentor received additional information indicating that the patient underwent bilateral removal and replacement with mentor memorygel breast implant gel implants, catalog # 3503754bc, s/n (B)(4), 375cc (l) and 3504004bc, s/n (B)(4), 400cc (r). Device evaluation summary: it was reported that a 33 year old caucasian female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 350cc and experienced deflation on the left breast implant. The deflation was confirmed during physical examination. As a result, patient underwent bilateral removal and replacement with mentor memorygel breast implant gel implants, catalog # 3503754bc, s/n (B)(4), 375cc (l) and 3504004bc, s/n (B)(4), 400cc (r) on (B)(6) 2018. The device was returned to mentor without fluid inside. Red, brown and yellow material was observed within the device, and white material was observed on the shell surface. During evaluation a crease was observed on the posterior aspect. In addition, a rent was observed within the crease, measuring approximately 0.5 cm. Complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor product analysis lab concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed as a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. At this time is not possible to determine the origin of the red, brown, yellow and white material observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet manufacturer¿s reference number: (B)(4).